Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and inappropriate anti-tachycardia pacing (atp). Technical services recommended potentially changing the programming or the patient medication to reduce the inappropriate therapy. This ICD remains in service. No additional adverse patient effects were reported.